Event description:
Reporter stated that patient tested on the coaguchek xs system (capillary sample) with a result of 5.0 inr. Two hours later, patient was tested on an unspecified laboratory instrument (sample type not reported) which reported a result of 3.0 inr. Patient did not modify therapy based on the coaguchek xs result and no adverse event occurred. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA. Device not returned to manufacturer.